Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 200 mg/dl, 150 mg/dl, 155 mg/dl and 116 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. While troubleshooting, the memory was checked. The readings of 200 m/gl and 194 mg/dl appeared in the memory rather than 150 mg/dl and 200 mg/dl as reported by the pt. Meter and test strips were replaced.